Event description:
It was reported that the implantable neurostimulator (ins) was being moved due to a medical procedure and the patient's desire to have the ins relocated. It was noted that the patient wanted the device on the opposite side and "lower down." The type of medical procedure was not stated. No further information was provided. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4) implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 37081 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 37081 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).